Manufacturer narrative:
At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a trained user requested to return the ilet system, stating the device was ¿too aggressive¿ and led to frequent low glucose events during day and night, including a reported episode around 40 mg/dl with transient non-coherence that required assistance and oral carbohydrate administration; the user also expressed dissatisfaction with cartridge size and elected not to continue therapy. Symptoms included hypoglycemia with neuroglycopenic features. Outcomes included self-treatment with oral glucose and recovery without hospitalization. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.